Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the applier jaws were found bent and misaligned during the test before use.

Event description:
Reported issue: the applier jaws were found bent and misaligned during the test before use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4) the sample was returned and sent to the manufacturer (tecomet) for investigation. Tecomet reports: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4). Lot in october of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are loose and misaligned and the bent to the left and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint for this device. As received this device is complete and is not missing any of its components. This instrument was dis-assembled in order to evaluate its internal components by removing the luer flush port and it was found that the inner drive rod (n00185) is bent, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to become bent, and for its bosses to become damaged and the for the jaws to be bent to the left and for the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."